Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The  right ventricular (rv) lead also exhibited high thresholds and raising impedance. The rv lead remains in use. No further patient complications have been reported as a result of this event.